Event description:
Several days after a pump implant, the pt was admitted to the ER unresponsive and with a dangerously low blood pressure. The pt had received several doses of narcan that briefly revived her. She was admitted to a critical care area in the hospital and received a continuous infusion of narcan and levophed in an effort to keep her blood pressure up and to reverse the effects of the morphine. They had asked for assistance in turning off the pt's pump. Several hours later, assistance with the pump arrived. The pump was turned down to the minimum allowable dose in order to maintain the integrity of the pump. The pt recovered and was discharged home several days later.